Manufacturer narrative:
The instrument is equipped with a blood aspiration sensor that uses the hgb to detect insufficient sample. The instructions for use advises the user may disable the blood aspiration sensor if the "insufficient blood volume (short sample)" function error is generated and the sample may have a very low hgb. Disabling the sensor temporarily prevents the suppression of results from samples with very low hgb so a value can be obtained. It was determined that the instrument performed as designed.

Event description:
The sample from an outpatient was analyzed for hemoglobin (hgb) and hematocrit (hct) and an "insufficient blood volume (short sample)" function error occurred. All results were displayed as dashes (---), indicating measurement was not possible. The sample was repeated several times generating the same error and suppressed results. The user did not perform the recommended troubleshooting in the instructions for use (IFU) manual and did not call sysmex for assistance. The sample was cancelled by the evening shift supervisor as "unable to analyze" after no results were obtained. The patient was scheduled for sample recollection the following day. The user contacted sysmex on (B)(6) 2017 and was advised to temporarily disable the blood aspiration sensor which suppresses very low hgb and hct values that cause "insufficient blood volume (short sample)" error. The original sample was analyzed twice and a hgb of 3.8 g/dl was obtained for both analyses. The recollected sample generated a hgb of 3.2 g/dl. The patient was transfused with four units of packed red blood cells on (B)(6) 2017 beginning at 12:39 with the last unit administered at 22:35 the same day. The user stated that the delay of results contributed to an 18 hour delay of necessary treatment to the patient. No harm to the patient was reported due to the delay of treatment.